Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with an in fast mesh system on or about (B)(6) 2002 to treat her stress urinary incontinence. On or about (B)(6) 2003, the plaintiff underwent a revision surgery due to recurrence of incontinence and erosion of the sling that resulted in infection. Subsequent to the revision, the plaintiff continued to experience stress urinary incontinence, urgency, and/or frequency of urination, and bladder pain and pressure. It was also alleged that the plaintiff suffered serious bodily injury, mental and physical pain and suffering, and severe emotional distress.

Manufacturer narrative:
Sling catalog # 72403281, serial # (B)(4); manufacture date: 12/2001; expiration date: 10/07/2002. Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.